Event description:
It was observed that during the device evaluation, the subject device exhibited intermittent image flickering, scope cover had a burn and the distal end was loose. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cover burn issue is detectable and preventable by handling device in accordance with the following IFU. Bf-q290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Bf-q290 operation manual: chapter 4 operation:4.3 using endo therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.